Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. The patient was in an argument, smoking at the time with an elevated heartrate and has a wide qrs. Technical services (ts) was contacted, and ts recommended performing a stress test to evaluate at high heartrates. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. The patient was in an argument, smoking at the time with an elevated heartrate and has a wide qrs. Technical services (ts) was contacted, and ts recommended performing a stress test to evaluate at high heartrates. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that an exercise stress test was performed with the device programmed to primary vector. Untreated events were observed with twos. Episode review was performed. The boston scientific ts consultant stated the smart pass is equalizing the r:t wave ratio exacerbating the twos when programed to primary. The consultant recommended programming to secondary, 2x and smart pass off and review of the data in one week. The device remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.